Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that there was a complication with the patient's implant surgery in which they had a stroke and "brain bleed" or hemorrhage. As a result they had to "abort" that side. When asked for clarification, it was noted that the issue is about 80% resolved with the patient's speech back and their ability to walk coming back. No further complications are anticipated. The patient's indication for implant is movement disorders.